Manufacturer narrative:
The complaint device has not been returned to mitek for evaluation. No further information has been provided regarding the event or the device. This tip break failure on cp90 electrodes was investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes were implemented. However, without physically examining the device, this root cause cannot be confirmed on this device. A batch record review has been conducted and our results indicate that this batch of product was processed with an nc due to the stem width of the active tip being outside the current drawing tolerance. However the product was dispositioned: use as is. A review into the complaints system revealed no other complaints for this lot of devices that were released to distribution. The observed complaint rate is well below the expected rate per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
While working with the cp-electrode part of the tip fell of (on the white surrounding). Nothing was left in the patient and the surgery continued with same like product. Procedure: shoulder arthroscopy. The following additional information was received via e-mail from the affiliate on (B)(6) 2015: the tip of the electrode fell into the patient. However all foreign matter was removed. There was no delay in the procedure and the device is not being returned.